Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery icon symbol. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency 1-2 times daily and manages her diabetes with novolin insulin (20-25 units based on the glucose readings), glyburide (2 pills in the morning and evening), and actos (1 pill in the morning). The patient reported the alleged issue began on (B)(6) 2011 at 5:30pm. At the time of the alleged issue, the patient confirmed she did not take any action regarding her diabetes regimen. The patient stated when she woke up on the morning of (B)(6) 2011; she was experiencing "fainting spells and wanted to fall", dizziness, vomiting, and fidgeting; which she associated as high blood sugar symptoms. In response to her symptoms, the patient stated she placed a cold pack on her head, laid down, and closed her eyes to rest. The patient stated since her symptoms of fidgeting continued and felt nauseated, she finally contacted her health care provider (hcp) by phone for assistance on the morning of (B)(6) 2011. According to the patient, her hcp advised her to take 5 units of insulin and was advised to call lfs customer service for assistance on the subject meter, so she does not have to go to the hospital. The patient stated within 2 ½ -3 hours after she treated herself, she felt better, and so she was able to contact lfs for assistance. At the time of the alleged issue began, the patient confirmed she did not have another blood glucose meter to test. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the meter was not misused. The subject meter required new batteries; however the patient did not have the batteries available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test on the subject meter and reportedly received hcp treatment after the alleged meter issue began.